Event description:
It was reported that a customer had an issue on a pre-loaded intraocular lens (iol). There was rupture of the iol haptic within the injector, it was not possible to proceed with the planned implantation of lens. The operating room did not have a backup lens of the same model and diopter. Consequently, the patient left aphakic and at risk of capsule atrophy. It was noted that a more challenging surgical intervention may be necessary at a later stage. It was stated that a new iol (same model and diopter power size as the original iol) was implanted in the patient's left eye, 2 days after the suspect iol had the device issue. This time the surgery was successful, and the patient is recovering well. No other information was provided.

Manufacturer narrative:
Section a4: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence, not explanted. Section e1: zip code: unknown/not provided. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.